Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right atrial (ra) lead exhibited low out-of-range (oor) pacing impedances of less than 200 and was emitting tones. The patient was seen and the device and lead tested and noted only one oor measurement found. All other measurements were normal, and there is no plans to intervene. The beeping feature has been programmed off. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.